Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that pump modules were alarming for channel disconnected or stopped working over the past couple months. It was also noted that after cleaning iui connectors the errors could not be recreated. There was patient involvement but no harm. Although requested, the customer declined to provide further information.